Manufacturer narrative:
Physio-control has attempted to contact the customer several times and no response appears to be forthcoming. The customer has not returned the device to physio-control for evaluation.the cause of the reported failure could not be determined.

Event description:
The customer reported that their device was powering itself off and was unable to be turned back on. There was no indication of any patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer reported that their device was powering itself off and was unable to be turned back on. There was no indication of any patient use associated with the reported failure.the customer reported that their device was powering itself off; however, the customer did state that they were able to power the device back on. There was no indication of any patient use associated with the reported failure.

Event description:
The customer reported that their device was powering itself off; however, the customer did state that they were able to power the device back on. There was no indication of any patient use associated with the reported failure.